Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of (B)(4).

Manufacturer narrative:
The condition of failure code 812:05 was confirmed as a cascade failure of 810:11, but not duplicated, and was found to be due to a high base line on the air-in-line sensor. The air-in-line sensor was calibrated to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 812:05. It is unknown when this event occurred. There was no report of patient involvement, injury, or medical intervention necessary. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history it was determined that failure code 812:05 is a cascade failure from fc 810:11, which occurred during delivery, causing an interruption of delivery. No additional information is available.